Event description:
It was reported that the epidural catheter was inserted for obstetric use. During removal of the catheter, resistance was encountered and the pt was repositioned. The removal continued, and suddenly the catheter separated, leaving the distal tip in situ. Since the pt was not experiencing any problems, it was decided not to remove the distal piece of catheter. There were no additional complications.